Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 and all cubies were not detected on the bus. On the module controller, the light indicating communication with row boards was off. A field service engineer (fse) replaced the retractor band cable, inspected the row board cable and pyxibus cable to resolve the issue and verified using diagnostics that the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source. The report condition of drawer of the bus was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order # (B)(4), the fse reported that the main drawer 2.1 and all cubies were not detected on bus. On module controller the light indicating communication with row boards was off. The fse replaced retractor band cable to resolve issues and inspected row board cable and pyxibus cable. Finally, the fse verified using diagnostics that drawer functioned properly and the customer successfully tested drawer in application. The report was closed. During dchu visual inspection: pn 353844-01: the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of drawer of the bus was due to short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. As per part investigation, it was determined that there was a short between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.